Event description:
Related manufacturer reference number:(B)(4). It was reported that the patient presented remotely via (B)(6). Upon review, it was discovered that the right atrial lead and the right ventricular lead exhibited noise. No intervention was performed. The patient was in stable condition.